Manufacturer narrative:
Since there was no patient involvement associated with this event, not applicable (n/a) was captured in section a1, and not information was captured in sections a2 (age), a3 (sex) and a4 (weight). The hcp did not provide the product information associated with the contour® next control solution. Therefore, no information was captured in section d4 (model #, catalog #, lot # and expiration date), and the device manufacture date (h4) could not be determined. Since the hcp did not provide product details or pictures and the device is not expected to be returned for evaluation, the device history record could not be reviewed for the control solution, and the cause of the event could not be determined.

Event description:
The health care professional (hcp) from canada reported that while performing a routine calibration test with the contour® next control solution, they found that the labeling information such as lot number and expiration date was missing. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.